Event description:
It was reported to boston scientific corporation that a sensation small oval flexible snare was used during a procedure performed on unknown date. During the procedure and inside the patient, the wire unraveled. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: problem code a0401 captures the reportable event of snare loop break. Block h10: investigation results a sensation small oval flexible snare was received for analysis. Visual and microscope inspection of the returned device revealed that the loop was partially broken. No other device problems were noted. The reported event of loop break was confirmed. During product analysis it was observed that the loop was partially broken. An investigation to address this problem has been completed. The investigation determined that the most assignable cause is human error as it was determined that the product builder did not follow the procedure for inspection of the loop as the defect was not discarded and the unit was sold. The investigation concluded that this is considered an isolated event. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a sensation small oval flexible snare was used during a procedure performed on unknown date. During the procedure and inside the patient, the wire unraveled. There were no patient complications reported as a result of this event.